Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed a lead safety switch for high, out of range pace impedance measurements the day after implant. The lead was reprogrammed with resolution to the clinical observation. There were no adverse patient effects reported. The system remains in service.